Event description:
Miguel works at a facility and states the on/off switch is broken on the m91 joystick on one of the patients power chairs. Miguel was advised that model joystick is no longer available. The caller has no further information to provide.